Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hercules 3 stage esophageal balloon. The balloon was inserted into the esophagus and inflated to the final stage of 20mm. A leak was noticed at the side of the balloon and was removed. Another balloon was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: during a visual examination of the balloon material, we confirmed the presence of a small split in the balloon material near the proximal catheter to balloon joint. The appearance of the damaged area suggests the balloon may have come into contact with a sharp object, perhaps a sharp edge of the endoscope used with this balloon dilator. The catheter tubing does not exhibit any stretched or damaged areas. During a functional evaluation, a cook quantum inflation device filled with water was used to inflate the balloon. The balloon inflated properly. A small and steady stream of water exits the balloon at the location of the split. The balloon will not hold a steady pressure and dilation performance is likely compromised in this condition due to the slow loss of pressure. The inflation device was used to deflate the balloon, removing the water from the balloon dilator. A manufacturing discrepancy or anomaly that could have contributed to this report was not observed during our laboratory evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: the reporter was unable to specify if the balloon was lubricated prior to advancement through the accessory channel of the endoscope. A possible contributing factor to balloon damage is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The reporter was unable to specify if negative pressure was applied to the balloon device prior to advancement through the accessory channel of the endoscope. Another possible contributing factor to balloon damage is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid the balloon preservation and optimize balloon performance. Damage to the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. The instructions for use contain the following warning: "during dilation, do not inflate balloon beyond the maximum indicated inflation pressure." Over inflation can cause damage to the balloon dilator. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Customer quality assurance will continue to monitor for complaint trends.